Manufacturer narrative:
Batch review performed on (B)(6) 2018; lot 124099; 29 items manufactured and released on 18 december 2012; expiration date: 2017-10-31. No anomalies found related to the problem. To date, 15 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain and instability 3 years and 9 months. The surgeon upsized the poly from 17mm to 23mm. The surgery was completed successfully.